Manufacturer narrative:
The distal tip of the catheter had been fractured. Microscopic inspection and dissection of the tip revealed no anomalies with the internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The viewflex xtra ice catheter instructions for use (IFU) states, ¿use a 10f or larger introducer sheath.¿ the cause of the fractured tip is consistent with the using the incorrect size introducer.

Event description:
During an atrioventricular reentrant tachycardia procedure, the tip of the catheter was fractured. While attempting to insert the catheter through a non-abbott 9f sheath, resistance was noted while the catheter was in the vasculature. The catheter was retracted and advanced several times with no resolution. The tip of the catheter appeared to be kinked under fluoroscopy. The catheter was removed from the patient and the tip of the device was partially fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.